Event description:
It was reported that while mapping the left atrium during an atrial fibrillation (afib) procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 500 cc were removed. The patient was stabilized and transferred to the ccu for observation. Upon request, additional information was provided on the event. The physician was performing fast anatomical mapping (fam). The bwi field representative suggested to the physician that he was in the appendage. The physician stated that he was in the os to the left superior pulmonary vein. The bwi field representative and physician discussed the signals. The physician continued acquiring fam in the area of discussion. Within approximately 15 minutes, the patient began showing a low blood pressure and increased heart rate. The physician performed a pericardial tap. There was 500cc of blood removed. Patient was admitted to the ccu. The physician's opinion on the causality was unknown. It is not known when the actual event occurred. The patient¿s symptoms began about 20 minutes after the transseptal puncture. There was no rf delivered. It was unknown if there were any other factors that might have contributed to the tamponade. The user did experience difficulty in manipulating the lasso catheter before the event. The physician did not notice any abnormal signals. The agilis sheath was used. Heparin was given, but it is unknown how much was given or the range the act was maintained at for this patient.

Manufacturer narrative:
Concomitant products: carto 3 system - model #: m-4800-01, serial #: (B)(4). Stockert 70 system - model #: m-5463-01, serial #: (B)(4). Coolflow pump - model #: m-5491-02, serial #: (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).